Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An incident involving a 211 cm (83") ext set w/4 gang stopcock, pole mount, 8 microclave clear, 2 check valves, 4-way stopcock, rotating luer reported that the transfer of a patient with a central venous catheter (cvc) to the CT scanner. During the injection of the contrast substance, the tubing is broken. The procedure was stopped, the contrast substance was reinjected via another stopcock, the manifold was changed, the scanner was cleaned and disinfected (blood), and the CT scan time was extended. Leak of contrast product, need to resume the injection at another injection site, leak on the infusion line on the distal line of the central catheter, line rupture. The medical procedure was not completed, rupture occurred during body scanner, during injection. Contrast product used: iomeron (350 mg/ml) - quantity delivered: 180.0 ml - batch: 5f96576. No physical defects noted before use. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 12/22/2025. Received one (1) used. List #011-mc330273, 211 cm (83") ext set w/4 gang stopcock, pole mount, 8 microclave® clear, 2 check valves, 4-way stopcock, rotating luer; lot #14410748. The tubing was observed to be broken. The reported complaint of a broken tubing could be confirmed. The returned sample was observed to have a hole in the tubing. The probable cause of the break is from over pressurization during use. The dfu states: pressure infusion not to exceed 400 psig (pounds per square inch, gauge). The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.